Event description:
A malfunction occurred with the customer's device, but no notable events were reported to have happened prior to the issue. The customer's blood glucose level was not impacted. Technical support provided information on resetting the pump, and when the issue persisted, they decided to replace the pump. The customer was informed about using multiple daily injections as a backup therapy.